Event description:
The physician reports damaging the crystalens while loading in the cartridge of the staar surgical lens injector system. No further details were provided. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.